Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) had high temperature alarm.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 health impact code. A getinge field service engineer (fse) states after the customer performed subsequent testing, it was found that the machine's negative pressure filter was very dirty, resulting in poor heat dissipation. Per fse the customer repaired the unit by himself without going to the site by replacing the negative pressure filter. The unit is operating normally, without a service report. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
Issue was discovered by the customer during use that cardiosave intra-aortic balloon pump (iabp) had high temperature alarm. No harm reported.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, g3, g6, h2, e1 ( initial reporter, event site telephone ), h6( component codes ) , h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (version or model #, catalogue #, unique identifier (UDI) #, h6 (medical device ¿ problem code).

Event description:
N/a